Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to an ambu bag, unit replaced, and case resumed.